Event description:
It was reported that pocket manipulation produced oversensing with noise on both right atrial (ra) lead and right ventricular (rv) lead. Reprogramming was performed to decrease the rv lead sensitivity. Both leads remain in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.